Event description:
It was reported that after a da vinci si renal cyst decortication procedure, the customer noted a snapped cable on the large needle driver instrument. The customer indicated that nothing fell into a patient during a surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a broken grip cable sticking out at the wrist. The idler pulley was able to spin freely. Additional observation not reported by the site was indentations and ridges to the pulley. Engineering concluded that the damage was likely due to excessive force. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.